Manufacturer narrative:
Additional information - procedural image review: procedural images were received for analysis. The occlusion of the left circumflex (lcx) and the ostial lesion on the obtuse marginal 1 (om1) were confirmed on the images. Difficulties loading the procedural wires can be observed. Multiple pre-dilations were completed on the om1 and on the lcx utilizing kbt (kissing balloon technique), followed by delivery and deployment of a long stent into the om1. Stent deployment appears to have been completed without issue, and contrast injection into the left coronary system, shows improved blood flow through om1 following stent deployment and resolution of the lcx total occlusion. Delivery and expansion of a balloon to facilitate post dilation of the newly deployed stent at 13.22 can be observed, however this balloon remained inflated despite multiple attempts to deflate the balloon. The balloon proximal bond and distal shaft cannot be seen under fluoroscopy in the images. All procedural wires were removed and the post dilation stent balloon remained inflated. Based on the images provided the balloon was still inflated at 17:31. The balloon remained inflated for approximately 4 hours prior to patient being sent for CABG. The reported deflation difficulties are confirmed, however the root cause of the deflation difficulties for the nc euphora device cannot be determined from the image review. Correction: initial reporter's last name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information clarified the following statement is not correct; "the resolute onyx stent did not pass through a previously deployed stent" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no issues or complaint to the two 6f launcher guide catheters, one 3.0x15mm nc euphora balloon and one 2.5x15mm nc euphora balloon. All other medtronic devices performed well. Procedural image analysis: 17 cds of images related to this event were provided for review. One cd contained images showing the treatment procedure images for the entire angiographic treatment. The other cds were either blank or contained snippets from the procedure. The occlusion of the lcx and the ostial lesion on the om1 were confirmed on the images. Multiple pre-dilations were completed on the om1 and on the lcx. This was followed by delivery and deployment of a long stent into the om1. This appears to have been completed without issue, however, an nc euphora balloon was delivered and expanded to facilitate post dilation of the newly deployed stent. This balloon remained inflated despite multiple attempts to deflate the balloon. All procedural wires were removed and the post dilation stent balloon remained inflated. Based on the images provided the balloon was still inflated at 17:25. The balloon remained inflated for approx. 4 hours prior to patient being sent for CABG. The cause of the deflation difficulties for the nc euphora device cannot be determined from the image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one nc euphora balloon catheter and one resolute onyx coronary drug eluting stent to treat a non-calcified lesion located in the proximal circumflex (cx) artery and obtuse marginal (om). There are no abnormalities reported in relation to anatomy. Both devices were inspected with no issues noted. Negative prep was performed on both devices with no issues noted. The lesion was pre-dilated. The resolute onyx stent did not pass through a previously deployed stent. The nc euphora device did pass through a previously deployed stent. Resistance was not encountered when advancing either device and excessive force was not used. The resolute onyx stent was deployed at the om lesion at 12atm for 20 seconds. The stents balloon was reinflated at 16 atm for 6 seconds followed by post dilation using the nc euphora balloon. It was reported that the nc euphora balloon failed to deflate after inflation despite multiple attempts to deflate and retrieve the nc euphora balloon from the resolute onyx stent located in the om. Attempts were made to puncture the nc euphora balloon using multiple cto wires and a sharp end of a non-medtronic guide catheter, however all attempts were unsuccessful. The hypotupe of the nc euphora balloon eventually snapped and the patient was sent for emergency coronary artery bypass graft (CABG) in order toretrieve the nc euphora balloon. The entire nc euphora balloon and resolute onyx stent was explanted during the CABG. Deformation was evident on the explanted stent. No further patient injury was reported.

Manufacturer narrative:
Image analysis: five still images were received for review. The first image appears to show approximately 30cm of the detached distal section of the distal shaft. It appears that the balloon folds are still expanded. The second image appears to show deformation evident on the distal shaft. It appears that the balloon folds are still expanded with a stretched stent still present on the balloon. The third image appears to show deformation evident on the distal shaft. It appears that the balloon folds are still expanded with a stretched stent still present on the balloon. The balloon has been placed in a glass of water. The fourth image appears to show deformation evident on the distal shaft. It appears that the balloon folds are still expanded with a stretched stent still present on the balloon. The fifth image appears to show the detached distal section of the device. The stretched and deformed stent is present on the balloon. Product analysis: the device returned with a detachment on the distal shaft and a section of a stretched stent still present on the balloon. The detached section of the nc euphora did not return for analysis. The balloon was inflated on device return. Kinks and stretching were evident on the distal shaft. The proximal balloon bond/inflation lumen was necked. It was not possible to perform negative prep due to the condition of the device. It was not possible to preform deflation testing due to the condition of the proximal bond/inflation lumen. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Additional information: the patient presented with acute inferior myocardial infarction. Coronary angiogram revealed 100% occlusion of the mid left circumflex (lcx) artery and 95% occlusion of the first obtuse marginal (om1). There were no difficulties noted when removing the protective sheath/packaging stylette from the device. The lcx was pre-dilated with a 3.0x15m nc euphora balloon, inflated 7 times to 14-18 atm for 5-15 seconds. Then the om1 was pre-dilated with a 2.5x15mm nc euphora balloon, inflated a total of 23 times to 6-18 atm for 4-25 seconds. The om1 was stented with the 2.25x38mm resolute onyx stent. The stents balloon was reinflated twice more at 16 atm for 6 seconds. This was followed with post-dilation using the above 2.5x15mm nc balloon which was done uneventfully and successfully. A 1.5x8mm non-medtronic nc balloon was also used in the om1, inflated 14 times to 20 atm for 5-7 seconds. To optimize the stent expansion further, a new 3.5x12mm nc euphora balloon was used to post dilate the resolute onyx stent further. There were no difficulties encountered during the inflation of the balloon. However, after the first attempt to inflate the balloon, contrast dye was not seen to be filling up and/or inflating the balloon as the balloon was not visible and/or not visualized immediately under cine fluoroscopy. The balloon did however fill up and become visible shortly after further inflation with no abnormalities noted. The balloon was not moved or repositioned prior to its deflation failure. The concentration ratio of contrast to saline is 1:1. The 3.5x12mm nc euphora balloon was inflated a total of 8 times to 8-12 atm for 5-25 seconds. Repetitive negative pressure suctions were performed unsuccessfully. All bail out strategies failed. The hypo-tube/shaft of the nc euphora balloon eventually snapped. Ivus showed the broken hypo-tube-shaft extending from the un-deflated balloon in the om1 along the way to the proximal lcx and left main body. Blood flow down the distal mcx was preserved with timi 2-3. Blood pressure was stable on IV dopamine support. There was st elevation at inferior leads which resolved after poba to the mid lcx. Bedside 2d echo should thin layer of pericardial effusion anterior to the right ventricle. During the CABG procedure the om1 had to be incised to lay open the artery and following that the om1 artery had to be repaired. Deformation occurred to the resolute onyx stent during removal of the balloon and stent during the CABG procedure. The proximal segment of the resolute onyx stent was also crumpled during the attempt to puncture the balloon with the sharp end of non-medtronic guide catheter. The patient was hospitalized for one week, and subsequently discharged. At the time of discharge, no discomfort and/or additional injuries were noted. Two 6f launcher guide catheters were also used during the procedure. Patient age and gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to use one 3.5x12mm nc euphora balloon catheter and one 2.25x38mm resolute onyx coronary drug eluting stent to treat a non-calcified lesion located in the mid lcx artery and om1. The nc euphora 3.5x12mm device passed through the deployed resolute onyx stent in the om1. It was reported that the 3.5x12mm nc euphora balloon failed to deflate after the second attempt at inflation despite multiple attempts to deflate and retrieve the nc euphora balloon from the resolute onyx stent located in the om. It was also reported that issues were encountered during the first attempt to inflate the device. The balloon did however fill up and become visible shortly after a further second attempt at inflation, and slowly increased to 11 and then 12 atm, with no abnormalities noted, however the device failed to deflate after. The 3.5x12mm nc euphora balloon was attempted to be deflated a total of 8 times. Kinks and stretching of the nc euphora¿s distal shaft occurred during the process of the balloon extraction. Annex a code added. Image analysis: a 31 second video was provided for analysis. Video depicts an nc euphora device held in a gloved hand. The hypotube has been kinked. The balloon of the nc euphora device is inflated and subsequently deflated. It was confirmed that the video was not the complaint device and was provided for demonstration purposes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.